Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evolutr-23-us, serial#: (B)(4), ubd: 06-jun-2020, UDI#: (B)(4). Product analysis: the valve remains implanted and the delivery catheter system (dcs) was not returned; therefore, no product analysis could be performed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the valve-in-valve implant of this 23mm transcatheter bioprosthetic valve, in a previously implanted non-medtronic surgical valve (21 mm perimount), the valve dislodged. The valve was properly placed but was dislodged by the nosecone of this delivery catheter system (dcs) during the removal of the dcs. A second 23 mm transcatheter bioprosthetic valve was immediately implanted successfully. No additional adverse patient effects were reported.